Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient was overdischarged because their loved one had a stroke so that took precedence over keeping the stimulator charged. The rep met with the patient and was able to get the battery charging again. However, when it was 25% charged the rep decided to try reprogramming and found that the electrodes they were using were out of range/high. An impedance test showed that the only good electrodes were 9, 10, 12, 14, and 15. Electrodes 0-7 were high and all over 10,000 ohms and electrodes 8, 11, and 13 were also greater than 10,000 ohms. The rep was able to use electrodes 9 and 10 and program the patient to satisfaction. When attempting to determine if there were any environmental/external/patient factors that may have led or contributed to the issue, the patient stated that they do fall quite often. However, there is no specific time that was noticeable from a fall that the stimulation quit working because of a fall. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) via a patient on (B)(6) 2018. Beginning on an unknown date in 2018 the patient was having difficulty recharging. They lost over 20 pounds in a few months so the ins moves in the pocket making it difficult to have consistent coupling. The patient complaints of pain when the recharger stays on too long. The patient also have frequent falls over the past few months which is an issue also. An impedance check showed electrodes 0-8; 11; 13 were out of range (oor). The patient was programmed at electrode 9-10. When the stimulation was turned on, the patient stated that they were getting good stimulation for their back and legs. The rep spoke to their healthcare professional (hcp) concerning the issues. They would follow up with the patient in 2 weeks. The plan for now is to continue their therapy since the patient is receiving good stimulation coverage. The pocket issue would be addressed at the next hcp appointment. The issue was not yet resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.